Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 2: other mfg report #: 9615741-2017-00006. It was reported that the device broke while in use. All broken parts where retrieved and confirmed with x-rays. No patient injury reported and the event did not lead to significant surgical delay. The procedure went ahead as planned with a replacement device.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The investigation included: results: product not returned (broken burrs thrown) so evaluation unable to be performed. DHR review; prior to release the dimensions and raw material which can be associated with the complaint are checked. Complaints history; this is the first incident recorded for the manufacturing lot fjvl. 200 parts were released initially for sales. Lot failure rate is 0.5%. Conclusion: the root cause cannot be determined as the product was not returned.